Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: isection: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that the patient was referred to surgery for coronary artery bypass graft. However, the patient was showing signs of being septic with diagnosis of urosepsis and bacteremia. The surgeon recommended antibiotics and for the patient to follow up in 6 weeks. The patient was discharged to a rehab facility. At the rehab facility, the patient started to experience chest tightness and shortness of breath. The patient was brought back to hospital and admitted to the intensive care unit. The patient's status continued to decline. The patient required intubation and developed bi-ventricular failure. The patient was noted to be maxed out on multiple pressors. Care team spoke with family on plan of care. The family elected to take to cardiac catherization and place bipella support. During support it was noted that the mattress suture broke. The physician attempted to place multiple new mattress sutures, but was unsuccessful. Large amounts of bleeding was noted at the sheath site. Manual pressure was held. Vascular surgeon was able to suture the site. Hemostasis was achieved.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, since vascular surgeon called and able to suture site to achieve hemostasis. The medical safety officer (mso) reviewed and determined given the massive bleeding in the groin requiring intervention there is not enough evidence to dissociate the impella rp flex device from the patient outcome. The following fields were corrected on the initial manufacturer device report number 1220648-2025-30933 based on mso review. B2 death and date of death. B5 patient outcome. H1 type of report. H6 health effect - impact code 1802.

Event description:
The medical safety officer reviewed and determined given the massive bleeding in the groin requiring intervention there is not enough evidence to dissociate the impella rp flex device from the patient outcome.